Event description:
It was reported that the patient underwent a bilateral uterine embolization treatment procedure. A renegade hi flo microcatheter was advanced. The physician injected contour se 700-900 microspheres into the left uterine artery. Next, contrast was injected and it was noted that the left uterine artery was successfully embolized. When the physician took pictures of the right uterine artery, it appeared as if the vessel was already embolized. The contrast flow in the right uterine artery appeared 'slow'. The physician then injected with the right uterine artery with the contour se 700-900 microspheres and noted that 60-80% less contrast was required to successfully embolize the right uterine artery. The physician completed the procedure with this contour se. No issues were noted with the renegade hi flo catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).